Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. Per the device instructions for use, "¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ if additional information becomes available at a later time, this report will be supplemented.

Event description:
Device 2 of 2. It was reported that while in use during a total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy procedure the jaws of the device broke. The procedure was completed using another device (total of 3 devices used). Per the clinician, the procedure was prolonged by "probably 10 minutes" as a result of the device issue.